Event description:
The customer contacted stryker to report that their device does not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer's device and was unable to verify the reported issue. Upon evaluation, stryker observed the device displays "abnormal energy delivery" and that the device would not charge properly. The technician was able to verify and duplicate the abnormal energy delivery and incomplete charge function. The root cause for both of these issues was a damaged biphasic pcba. The biphasic pcba was replaced to repair the device. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced biphasic pcba at the product assessment center (pac) and the cause of the reported issue was determined to be inoperative h-bridge that physically has parts and pcb material blasted off during defibrillation.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. There was no patient use associated with the reported event.